Event description:
At the end of the arteriogram when the catheter was removed, the balloon was not on the catheter. There was no occlusion noted in the vessel after this. The pt's leg was amputated for unrelated complications.